Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to state that the reported event has been deemed not FDA reportable based off the photos provided by the user facility.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination hub detached, the hub was dislodged from the catheter. There was no patient harm. Additional information was received on 25feb2020. The procedure being performed was a carotid artery stenting (cas). The procedure was completed successfully with a new destination sheath. No blood loss was reported.